Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the left ventricular lead exhibited low pacing lead impedance. Impedance issue was not reproducible. No other electrical anomalies were observed. The physician made no intervention. The patient remained asymptomatic.